Manufacturer narrative:
.

Manufacturer narrative:
The investigation into this matter and related testing found that implants have a visually observable condition that is caused by the implant coming into contact with residual machining fluid on the packaging cylinder. The condition does not meet our cleanliness criteria. The product is being recalled. Based upon the information known to date, including the test results described below, we do not believe at this time that the presence of machining fluid on the implant will compromise patient health. There are no known health effects of the residue. The manufacturing process uses non-cytotoxic, non-carcinogenic and non-mutagenic machining fluids. This has been recently confirmed through related cytotoxicity and endotoxicity tests which have yielded negative results for toxins on residue-affected samples.

Event description:
These implants have stripes on them and shouldn't. No patient injury.